Event description:
It was reported that during a da vinci-assisted surgical procedure, c-34 error occurred on the generator when customer tried to fire monopolar coagulation. A da vinci monopolar instrument and a monopolar hand piece were connected to vio integrated electrosurgical generator unit (iesu). Intuitive surgical, inc. (Isi) technical service engineer (tse) advised caller to check monopolar hand piece switch and foot switches in the vision side cart (vsc) tray. The caller agreed and will call tse back if the issue persisted. The caller called back and reported that c-34 error occurred after restarting the generator. Tse advised to use the external generator for procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the procedure that had the issue was a low anterior resection on (B)(6) 2025. The generator was exchanged out during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system log and reproduce the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a well-known system and on error c-34 appeared on startup. Fa concluded that root cause could be attributed to this issue c-34 hf voltage. As a result of these findings the unit will be returned to OEM for additional failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.